Event description:
A patient reported experiencing ongoing connectivity issues with their pump, often needing to wait for the device to reconnect with the phone and sometimes having to restart the phone to reestablish the connection. Additionally, there were charging problems that required precise alignment of the pump, causing random stops in charging and necessitating realignment to resume. There was no adverse impact on the customer's blood glucose level. The patient opted out of troubleshooting, and no additional corrective actions were taken as a result.